Event description:
Additional information was received indicating that there was an allegation of lead damage as the suspected cause of the oversensing and loss of capture. There was also a decrease in defibrillation impedance on the right ventricular lead.

Event description:
Additional information was received indicating that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to me monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-26354. It was reported that during a remote follow-up, there were episodes of non-sustained oversensing on the right ventricular (rv) and left ventricular (lv) leads. Technical support was contacted and suspected that the oversensing was due to a loss of capture on the rv and lv channels. No intervention was performed at this time. The patient was stable and will continue to be monitored.